Manufacturer narrative:
The insulin pump had a cracked battery tube thread. The insulin pump also had a blank display due to a faulty component on the mother board.

Event description:
The customer's mother reported that the insulin pump had a blank display. The customer was playing basketball and the tubing got pulled on, which yanked on the insulin pump. Troubleshooting was performed and the display remained blank. The reported blood glucose reading was 338 mg/dl. Nothing further was reported.